Event description:
The pump was returned for investigation. Investigation revealed a discolored display. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump was powered on and the display screen appeared discolored. Unrelated to the display issue, the keypad cover was observed to be peeling off the casing. All of the keypad buttons responded properly. (B)(6).